Event description:
Related manufacturer reference number: 2017865-2024-00086. It was reported that the patient presented with pain that lasted a short period of time and an unspecified arrhythmia. Upon review, a pocket infection was identified. The pacemaker system was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.